Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  stimulator is near death; they had no idea there was a rechargeable kit for this. It's been implanted since (B)(6) 2015. It started shooting little shocks through, so they checked my external batteries only to discover the internal battery was on its last leg. Additional information was received, yesterday started to experience little spastic shocks in the waistline. Patient said that it doesn't happen all the time however will happen every 90 minutes. Patient thought it was related to low batteries in their patient programmer however that didn't resolve the issue so patient connected to implant and noticed the new icon and believes that is the low battery indicator. Patient said that these little shocks happened before was when they were sitting slightly to the right and felt a biting sensation in the lower part of their buttocks. Patient said that they felt like fleas were biting them, so patient pulled their clothes off however didn't find any fleas. Patient said that the shocks stopped after they stood up and re adjusted themselves. Patient said this has been occurring on and off since received the implant. Patient checked their implant with the patient programmer and described the new icon and patient services confirmed that new icon is the low battery indicator. Reviewed meaning of the icon and patient confirmed that they have not had any falls or trauma since the one fall. The patient was redirected to their healthcare provider to discuss replacement options.